Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The equipment was received in vyaire facility for evaluation. The unit failed initial final test at pressure performance test. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
It was reported to vyaire medical that the revel ventilator did not ventilate during on a patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.

Manufacturer narrative:
Result of investigation: service technician was unable to verify and duplicate the reported issue. The problem was failed during pressure performance test and was resolved by resetting the modules.